Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer observed (B)(6) anti-hcv results when processing on the architect i2000sr. The following discrepant patient data was provided: initial result for sid (B)(6) (lot 94016li00) was (B)(6) and retest result (lot 95367li00) (B)(6). The customer replaced the reagent with another reagent kit from the same lot (lot 95367li00) and the initial result was (B)(6) and retest was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, search for similar complaints, a review of tracking and trending data, a review of performance, and product labeling. Ticket searches determined that there is an elevated complaint activity for the likely causative agent lots. The tracking and trending report review determined that there are no related adverse trends. No non--conformances or deviations were identified. Retained file kits of architect anti-hcv reagent lot numbers 94361li00 and 95367li00 were tested in a control setup. The two lot numbers were calibrated on three instruments and the calibrations met instrument specifications. All control values met control specifications. A review of the data showed that sensitivity performance is not adversely affected. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.